Event description:
As stated by the customer (B)(6) 2010: the pt was being lifted from the bed to another bed. Upon clearing the bed and being manoeuvered away, the complete hanger bar and jib became detached from the hoist, falling to the floor. Care staff were able to arrest the fall of the pt, so potential injuries were minimized. The injury sustained was as a result of the pt's elbow impacting on the side of the bed not the hoist. The injury incurred was a skin tear on the elbow. (B)(4).

Manufacturer narrative:
We are reporting according to (B)(4). Incidents involving medical devices mfg by arjo hosp equipment (B)(4) will be reported by us, the legal MFR, arjo hosp equipment (B)(4) on behalf of our sales and distribution company in the USA, arjo inc, (B)(4). Additional info will be provided upon conclusion of the MFR's investigation.